Event description:
The customer tested her blood glucose and received a reading of 372 mg/dl using her breeze2 meter. She retested using another meter and rec'd a reading of 149 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.